Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not observed. The product was damaged and this damage was not mentioned by the customer. A lens was returned positioned incorrectly in the lens case. One haptic was bent-gusset area. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/12/2009 by phone, fax, and mail. A completed questionnaire was received on 02/18/2009.

Event description:
A nurse reported that a patient experienced a capsular ruptured during an intraocular lens (iol) implant procedure and the surgeon reported that a vitrectomy was performed. In the opinion of the surgeon, the iol did not cause or contribute to the event. In a follow up, the surgeon reported the outcome of the event as "good".